Event description:
It was reported by the customer that a pyxis anesthesia es system displayed short circuit error and the narcotic drawer was recurrently not working as soon as after accessing. Customer stated that there was no harm to patient and added that their pharmacy was unable to perform reboot since there were active surgeries in the room and no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was found that device drawer short circuit error was due to faulty mini engine. A field service engineer replaced the mini engine to resolve the issue and confirmed that the drawer had functioned properly in the hardware test application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed short circuit error and the narcotic drawer was recurrently not working as soon as after accessing. Customer stated that there was no harm to patient and added that their pharmacy was unable to perform reboot since there were active surgeries in the room and no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that device drawer short circuit error was due to faulty mini engine. A field service engineer replaced the mini engine to resolve. The system was functional as intended.